Event description:
The patient reported that they weren't sure before if they could charge their ins to 100%, but now they are able to see the ¿charge complete¿ screen, and know that they can fully charge their battery. However, they stated their ins depletes too quickly. They charge it to full, and within 3 hours, it will need charging again. The patient noted that they were recently reprogrammed to a new group with increased parameters. They stated that their new program is horrible because it is not helping in controlling their symptoms. The patient mentioned they have already seen a manufacturing representative 3 times to address the issue. The patient stated that they have an appointment with their healthcare provider on the 17th, but they noted that it is frustrating because not a lot gets done.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that the implantable neurostimulator (ins) was not recharging 100% and stated that they saw the manufacturer representative (rep) about this and reviewed recharging, and how to do a reset. The rep did check recharging statistics and told them ins was not charging 100%. However, the patient did say they were getting sufficient for use screen. It wasnt until later that the patient had to recharge more frequently than expected. It was reviewed how programmed parameters affect recharging intervals. The patient had not had any previous overdischarge events. The rep programmed the device the last time and that was when they noticed that it was not holding charge as well. The patient also had seen error codes and call doctor messages while recharging however did not recall what they looked or what the codes were. Recharging best practices were reviewed. The patient mentioned pain and scar developed in the back and near the ins site. After the second reprogramming session the stimulation started giving them pain in the middle of their back. The patient mentioned that when they first received their ins, it depleted less than one week after implant and had to go in early and they removed the staples so they could recharge. They mentioned that they recharged however developed a scar on the other side of the incision. It was stated that they had to recharger the first time earlier than they thought and developed a scar in (B)(6) 2016. The previous recharge session was giving them pain in the middle of their back. The error code/call your doctor message was in (B)(6). It was noted that the ins was depleting more rapidly than they thought it should. On (B)(6) 2016 the manufacturer representative (rep) reported that they became aware of that the patient was having trouble with recharger when they were seen on (B)(6) for a reprogram. They mentioned that they were having trouble charging so they reviewed how to properly recharger and was instructed to call the manufacturer if they continued to have issues and they could walk the patient through a reset if necessary. At the time the battery was interrogated on (B)(6) the battery was only 50% full. It was not known to the rep if the patient had adequate connection from the recharger to the battery during recharge and the time frame it took for them to reach 50%. The rep did not know if the ins not charging to 100% was due to device or patient not charging long enough. The patient did not mention the report of a scar to the rep. The rep was not aware of an error message or doctor symbol. Other relevant medical history includes non-malignant pain.

Event description:
Additional information received from the patient reported that a new set ting had been established on (B)(6) 2017. They were supposed to have their device rechecked on (B)(6) 2017, however, a representative was unavailable. The patient explained that their issue was still not resolved and that they were still trying to make adjustments with supporting their condition. The patient explained they felt as if their body was getting used to the "system" and was no longer working.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.